Manufacturer narrative:
While walking with the rollator inside of the house, the end user stated that the front right wheel broke causing her to fall. She was crossing from one floor surface to another. She fractured her pelvis, right hip and right femur when she fell. She underwent two different surgical procedures to repair the fractures. According to the reported lot number, this device is 6 years old. No maintenance had been performed on the device during the time that it was used by the end user. The owner's manual instructs the user to make sure that all parts are secure and that the wheels should roll and not wobble. No sample or pictures have been returned for evaluation. A root cause has not been determined, however we do not know what role the lack of maintenance might have played as a root cause in this incident.

Event description:
The end user was using the rollator when the right front wheel broke.